Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged two false positive results for two patients while using the cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system. Accordingly, 2 mdrs will be filed per the FDA guidance. Sample 1 initially tested triple positive for sars-cov-2, influenza a & influenza b. Sample was recollected from the patient since the patient was asymptomatic. Recollected sample was retested on same liat yielding negative results for all targets. Both positive and negative results were released. Sample 2 initially tested positive for sars-cov-2 and influenza b. Same sample was repeat tested as their were concerns over incorrect results on the same analyzer, repeat test yielded negative result for all targets. Both results were released. An investigation was conducted to evaluate the customer issue.

Manufacturer narrative:
Facility name truncated due to character limit: full name - (B)(6). An investigation was conducted and the customer allegation was substantiated. The instrument continued to perform as expected. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update to better identify the thermal sensor errors and a new cobas® sars-cov-2 & influenza a/b script to better detect abnormal pcr curves has been launched. Consignees have been notified. (B)(4).